Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Rasp handle was returned for review. Visual inspection identified gouging, indentations, and nicks on the surface. Functional test on trigger has been performed and is conforming to print specifications. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a procedure, a metal shaving from the broach pierced the surgeon's hand. The shaving was removed and the surgeon received first aid. The procedure was completed without significant delay. Attempts have been made and no further information has been provided.